Event description:
It was reported that when the patient was exercising on their at-home recumbent bike the patient experienced "a surge" through their body while pedaling and after a few minutes the patient experienced dizziness. It was reported that when using recumbent bikes at a fitness center this issue did not occur. The patient suspected the cause was from ¿magnetic resistance¿ of the exercise bike. The patient stopped using the bike and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076, implantable pacing lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Event description:
The device was later explanted and replaced.